Event description:
Pt died in house fire. Although exact cause of fire is undetermined, the fire marshall's report could not rule out the semi electric bed pt was sleeping in, as a possible cause of fire. Pt's family member was hospitalized in critical condition.